Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed record of power on reset at the time of the alleged temperature issue. Black box data did not reveal any sudden drop in voltage prior to the power on reset event. On investigation, the pump powered on and was exercised for 24 hours without any errors, alarms, warnings, power interruption/loss or overheating. The pump¿s electrical current draws were measured to be within specifications. There was no evidence of moisture in the battery compartment or inside the pump. There were no defects of the power flex or components. The battery compartment was noted to be cracked. (B)(4).